Event description:
Customer contacted haemonetics on (B)(6) 2009 reporting a blood spill within their orthopat machine. No injury or reaction was reported.

Manufacturer narrative:
Customer contacted haemonetics on (B)(6) 2009 reporting a blood spill within their orthopat machine. No injury or reaction was reported. Evaluation confirmed the reported blood spill. The issue caused damage to various components. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm of injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).